Event description:
The patient's son reported that when the start button on the previously working remote monitor was pressed, it was unresponsive and failed to power up. Set up was verified and troubleshooting steps were taken with patient services, to no avail. The monitor was replaced. Return of the chronic monitor is pending. No patient complications were reported as a result of this event.

Event description:
The patient's son reported that when the start button on the previously working remote monitor was pressed, it was unresponsive and failed to power up. Set up was verified and troubleshooting steps were taken with patient services, to no avail. The monitor was replaced. Return of the chronic monitor is pending. No patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's son reported that when the start button on the previously working remote monitor was pressed, it was unresponsive and failed to power up. Set up was verified and troubleshooting steps were taken with patient services, to no avail. The monitor was replaced. Return of the chronic monitor is pending. No patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.